Manufacturer narrative:
(B)(4). Unit passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries and unexplained no delivery alarm. Customer stated that battery cap worn. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.